Event description:
Customer reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support resolved the issue by arranging a replacement pump with updated software for the customer, who also received guidance on how to manage the new pump and return the malfunctioning one. The customer reverted to an alternative method of insulin therapy.